Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device was used for the last firing of functional-end-to-end anastomosis at the first firing. After the first firing, the cut line of the colon became to open, and it was found that no staples were deployed. When the second device was fired, the staples were formed properly. As the site was fired twice, extra tissue was needed to be fired. Reinforcement product was not used. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor suspected that there were no staples inside the first device.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the homechoice (hc) unit. This event occurred during patient use during drain 3/4. The home patient (hp) became disconnected during sleep. The technical service representative (tsr) helped the home patient (hp) to clear the alarm and the hp would complete therapy with manual exchange. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This review found the labeling adequate for the potential use error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow up emdr will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
The facility reported a flo-gard infusion pump which alarmed when tubing was put in. This event occurred during programming/set-up in the general patient ward. During product evaluation, baxter personnel identified this condition as a constant downstream occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.